Event description:
In 2008, the pt's mother reported that the pt has experienced occlusion errors (competitor infusion device) with each infusion tubing from two boxes of infusion sets. She stated that each infusion set occluded after 3 days of use while attempting to attach the infusion tubing to the headset. She disconnects the infusion tubing from the headset twice a day. When she receives an error, she disconnects from the infusion tubing and performs a prime and she receives another occlusion error. She then changes the infusion tubing. She experienced elevated blood glucose of 300 mg/dl as a result. On five days later, the pt's mother reported that the infusion tubing had been in use for 4 days, and the pt's blood glucose was beginning to elevate. On six days later, the pt's mother reported that the pt experienced one occlusion error and the infusion tubing had been in use for "a while." The pt's blood glucose was still elevated. Upon follow up on the following month, the pt's blood glucose was normal. "The mother reported that the pt has experienced low blood glucose as a result of increased activity and her blood glucose is" the pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.